Manufacturer narrative:
Batch review performed on 25 march 2026. Pedicle screw 03.50.401 rod ti 5.5x200 (k121115) lot 2226906: 50 items manufactured and released on 28-nov-2022. Expiration date: 2027-11-14. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Pedicle screw 03.50.401 rod ti 5.5x200 (k121115) lot 2220469: (B)(4) items manufactured and released on 28-march-2022. Expiration date: 2027-03-06. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Pedicle screw 03.50.032 pedicle screw 7x50 (k121115) lot 2458436: (B)(4) items manufactured and released on 22-apr-2024. Expiration date: 2029-03-24. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Pedicle screw 03.50.032 pedicle screw 7x50 (k121115) lot 2459089: (B)(4) items manufactured and released on 15-apr-2024. Expiration date: 2029-03-24. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Root cause:no case-specific information was supplied; therefore we cannot make a well-grounded evaluation. Normally, these events are caused by fatigue loading due to the uneven distribution of the load along the construct, resulting in incomplete post-operative stabilization, or in lack of fusion - the screws and rods are temporary devices, not designed to sustain the load indefinitely, so in case of failure of fusion, fatigue fractures are almost inevitable. The investigation does not indicate any potential manufacturing-related issue or systemic deficiency.

Event description:
Revision surgery due to two rods breakage (t12-s1) and mobilization of two pedicle screws at s1, at about 1 year 8 months after the primary.